Manufacturer narrative:
Evaluation summary - the devices were returned to w. L. Gore & associates for investigation. Submitted in formalin were two gore® excluder® aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). The lumina of the devices were widely patent. The luminal and abluminal device surfaces were generally devoid of tissue except for scattered plaques of friable red/brown material consistent with dried blood. Histopathological examination was not performed due to the paucity of adherent tissue. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified. The device evaluation of the catheter showed that the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Usage outside of the IFU likely contributed to the event advancing the device outside of the sheath and attempting to withdraw the undeployed device through the introducer sheath. The gore® excluder® aaa endoprostheses instructions for use (IFU) clearly states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Refer to report for the results of the imaging evaluation. Additional device implanted and involved in this event: (B)(4). (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. It was reported that the trunk-ipsilateral leg component was advanced into position and implanted without complication. As the contralateral leg component was being advanced into position within the dryseal sheath for deployment, it was reported that the physician could not gain access into the contralateral gate. The device was able to be advanced up to the bifurcation of the internal and external lilac arteries. After failing to cannulate the gate, the physician elected to withdraw the contralateral leg component back into the sheath for removal from the patient. It was reported that the contralateral leg component was unable to be withdrawn back into the sheath due to the patient's reportedly stenotic and calcified iliac arteries. Reportedly, force was used in an attempt to pull the delivery catheter into the sheath. The device was reported to have broken at the trailing olive and had begun to prematurely deploy. The physician elected to complete the deployment of the contralateral leg component and attempted to remove the delivery catheter. Angiography showed the leading olive and part of the polyimide wire had separated from the delivery catheter and now remained within the aneurysm. All devices were explanted. The procedure concluded with the implantation of a surgical graft and reportedly the patient tolerated the procedure.